Event description:
It was reported that during a video-assisted thoracoscopic wedge resection procedure the surgeon fired the device with a gold reload and on the sixth firing the tissue pushed out of the distal end of the device. When the surgeon observed the staple line it had cut and stapled but the metal pan was dislodged in the cartridge of the reload. On the seventh firing the metal pan came out of the reload as they removed it from the device. They used ten gold reloads during the procedure and the device was completed with the same device. The surgeon was firing over staples lines when this occurred on thick lung tissue. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.